Event description:
Based on the medical records provided by the patient's attorney: on (B)(6) 2000 - patient underwent ventral hernia with composix mesh. On (B)(6) 2004 - patient underwent repair of recurrent umbilical incisional hernia with bard flat mesh. Lysis of adhesions were performed and partial explant of composix mesh. On (B)(6) 2004 - patient underwent primary repair of ventral hernia. Extensive lysis of adhesions were performed and excision of bard flat mesh and remaining composix mesh.

Manufacturer narrative:
Based on the medical record review the patient underwent repair of a ventral hernia with composix mesh on (B)(6) 2000. On (B)(6) 2004, the patient underwent repair of a umbilical incisional ventral hernia with bard flat mesh. The composix mesh was noted to be "balled up" and was partially explanted. The medical records note the bard flat mesh was chosen due to the only size available at the hospital. On (B)(6) 2004, the patient underwent primary repair of a ventral hernia. Extensive lysis of adhesions were performed. The remaining composix mesh was excised in addition to the bard flat mesh. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The operative report on (B)(6) 2004 notes that was the third repair of the umbilical hernia however the medical records provided would indicate that was the second. It appears a portion of the patient's medical records were not provided. The medical records note the presence of infection at the time of explant however there is no culture report to confirm the infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, the patient was treated for a recurrence and adhesions, both of which are known adverse events listed in the IFU. No sample was returned for evaluation and with the currently available information, no conclusion can be drawn at this time. See MDR 1213643-2011-00425 for information related to the bard flat mesh implanted on (B)(6) 2004.